Manufacturer narrative:
All three devices were functionally tested and performed within specifications. The complainants could not be verified, nor could a root cause be determined with confidence since the devices that were returned for evaluation all performed to specification. Factors unassociated with the design or manufacture of the device which could contribute to suction line clogging include: insufficient source vacuum at the user facility attempting to suction large tissue particles through the device suction lumen using the device suction lumen as the sole source of fluid extraction. Factors unassociated with the design or manufacture of the device which could contribute to inability to stop or control bleeding include: use of coagulation settings below the default set point surgical technique; patient factors, including medications which may limit the ability of blood clotting. Inadvertent use of the ablation foot control switch when coagulation is intended. The IFU contains sufficient warnings and precautionary statements regarding maintaining proper suction flow.

Event description:
It was reported that during a tonsillectomy procedure using a procise ez view wand, the patient experienced uncontrollable bleeding. The surgeon went through three procise wands, yet none were able to stop the patient's bleeding. The patient was taken to the hospital via ambulance. No further information was provided regarding the patient outcome or further treatment.